Event description:
It was reported that during an unknown procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the left anterior descending (lad) artery. When the physician deflated, the balloon with the pressure at 6 atms, it ruptured. The number of inflations and to what pressures is unknown. The procedure was completed with another maverick2 monorail balloon catheter. There were no reported patient complications. Patient status listed as "good".